Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample discarded.

Event description:
During a t10 to pelvis case we were inserting an expedium poly 9x80 pelvic screw on the patient¿s left side. The navigated viper screwdriver tip broke off in the screw head. The surgeons tried to then move the poly head of the screw and the poly head popped off the screw shank. We had a to use an easy out broken screw remover to get the screw out. We then implanted a 10x80 screw. All the broken implants and instruments were recovered.